Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had a crystallized insertion tube and bending section rubber, rust stains inside of the air/water port and light guide lens, and foreign objects inside the air/water and auxiliary water tubes. There was no patient involvement.